Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Unable to reach customer back. Most likely underlying root cause of malfunction: user has high glucose value note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The customer is concerned with tests results obtained of e-5 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination, excessive thirst and vomiting. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was not reviewed for previous test result history. Customer states that he is getting the error after the blood sample is applied to the strips. Customer tried to run his test several times and is getting an e-5 error. Customer states that he knows that his blood sugar is high. Customer states that he was able to get a result from the meter of 600mg/dl but after that he is only getting the e-5 errors. Customer states that he is not feeling well. Customer states that he is having frequent urination, feeling thirsty and is throwing up.